Event description:
It was reported that the ilet charging pad did not charge the device, and the user temporarily charged the ilet using a third-party cell phone charger after completing standard troubleshooting without resolution. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no interruption to therapy and no alarms or alerts. Investigation included review of user-reported troubleshooting and shipment of a replacement charging pad. Investigation of this case revealed a suspected charger malfunction that could not be resolved by user steps. It was concluded that the issue was related to a malfunction of the charging component, with no patient harm.